Event description:
It was reported that a (B)(6) year old female patient presented with a broken humeral nail. The patient was originally implanted (B)(6) 2012. On (B)(6) 2015, the patient underwent hardware removal: nail, end-cap, two locking screws and spiral blade. Antibiotic cement beads were placed for possible infection. Patient status was reported as okay. The provided x-ray was reviewed by the manufacturer and it was noted that the nail breakage could be confirmed. This report is for two unknown 4.0mm locking screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Event date: unknown when the nail broke. This report is for two unknown 4.0mm locking screws/unknown lots. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.